Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficulty was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that contributed to this event. Additionally, a review of the complaint history revealed no other incidents. It is likely that the balloon folds and profile dimensions became compromised after the first inflation and removal. Based on the information reviewed and analysis of the returned device, the reported difficulties appear to be related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a lesion in the heavily calcified right common iliac. The 8mm x 60mm armada 35 balloon dilatation catheter (bdc) was advanced without issue for pre-dilatation. After pre-dilation was performed during removal, resistance was felt with the introducer sheath. The bdc and introducer sheath were removed as a single device. There were no adverse patient effects and there was no clinically significant delay during the procedure. No additional information was provided.